Event description:
It was reported that during implant the lead needed to be re-positioned due to unsatisfactory sensing. After multiple attempts the helix would not deploy. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst also noted: helix does not extend due to the lug being stuck on the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.